Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. The patient contacted their doctor by phone; the doctor instructed them to give themselves an insulin shot and to apply a new pod. When the pod was removed from the patient's abdomen, the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone phone_control_android; cloud - omnipod 5 software app version 3.1.6; cloud - operating system bp2a.250605.031.a3.s928usqs4cza1; cloud - hardware sm-s928u; cloud - cgm sensor type g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.